Event description:
During laparoscopic cholecystectomy a gold handled grasper broke when being used to retract the gallbladder in the surgical field. The broken piece could not be located with the laparoscope. The surgeon had to do a laparotomy to locate and retrieve the broken part of the instrument.